Manufacturer narrative:
Complaint (B)(4). Sientra will not be able to perform a failure analysis since the customer discarded the device after no rupture was found. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral capsular contracture, baker grade 1 and 2, right-side.